Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the keypad cover was torn and fell off around the ok button. The up button was found to be unresponsive and the down, ok and contrast buttons responded appropriately. There was contamination found under all key contacts. The keypad symbols were found to be worn. Unrelated to the complaint, evaluation revealed that the display screen was dim and pink and found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all key contacts and the display screen was dim and pink. This report is made based on results of investigation completed on (B)(6) 2013.